Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) was greater than 200 ohms. It was also observed that the right ventricular (rv) pace impedance and rv pace threshold had increased since implant to 1,367 ohms and 1.9 v at 1.0 ms respectively. The rv pace impedance trend also showed intermittent significant decreases (still within normal limits). The shock vector was reprogrammed to the rv coil to can configuration, avoiding the right atrial (ra) coil, resulting in a normal shock impedance of 73 ohms. Technical services suggested it was likely not an issue with the rv header connection and recommended further assessment of rv lead integrity due to the ra coil and to perform frequent monitoring to ensure shock and rv pace impedance stability. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).